Event description:
It was reported that patient underwent total knee arthroplasty in 2000. Locking bar component disengaged and revision surgery replacing all components was performed in 2006.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.